Event description:
During service, the batteries were found to be depleted. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.